Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. If the initial reporter also sent report to FDA is unknown. No product information has been provided to date.

Event description:
It was reported that the tubing set that would not flow. The pharmacy technician believes it may be incorrectly heat sealed somewhere. No injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the sample was received with its original packaging and in unused condition. The complaint returned units were visually inspected under normal conditions of illumination. An occlusion is identified between adapter tube to filter inlet bonding; thus, failure mode is confirmed. No other analysis was performed. Based on the tests results, it was concluded that the failure could be reproduced in two ways: when the excess of solvent is not cleaned before assembling the tube with the component and when the tube is introduced two times in the solvent dispenser (procedure is not followed). Caused traced to manufacturing and the assembling process. For corrective action, an awareness notification was issued to personnel involved, by quality engineer to notify production personnel about the failure mode reported by the customer. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).